Event description:
It was reported via an edwards sales representative that a bioprosthetic aortic valve was explanted due to "possibly thickened leaflets" after an implant duration of approximately 13 years, and replaced with another bioprosthetic valve. The operative report received indicated the patient had recurrent aortic valve stenosis as well as 2+ aortic insufficiency and a fusiform aneurysm of the ascending aorta. The operative findings indicated scattered calcification in the aortic arch and thoracoabdominal aorta as well. It is also noted that the patient was taken to the cvicu in satisfactory condition.

Manufacturer narrative:
Evaluation summary attached: customer report of thickened leaflets was confirmed. The valve exhibited heavy calcification in the cusp area of all three leaflets. Extrinsic and intrinsic calcification restricted mobility in the leaflets and led to stenosis. Moderate calcification was observed on the free margins of leaflets 1 and 2. Moderate to heavy calcification was observed on the free margin of leaflet 3. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow of leaflets 2 and 3 at the greatest point by approximately 2mm. Minimal to moderate host tissue overgrowth encroached onto the tissue outflow of leaflet 3 by 8mm. Host tissue was minimal to moderate at the stent inflow. The x-ray demonstrated calcification. Method: x-ray. Evaluation confirms customer report. X-ray of the device demonstrated calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
The explanted device has not yet been received for evaluation, thus the reported event could not be conclusively confirmed or evaluated. Stenosis of an implanted valve causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. The etiology of the reported stenosis cannot be determined without device evaluation. However, it is likely that this patient's condition and medical history may have caused or contributed to this event, in addition to intrinsic properties of the valve itself. Additional information will be reported once available.